Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An unknown endurant ii/iis stent graft was implanted during the endovascular treatment of an abdominal aortic aneurysm as part of the post market advance study. It was reported post index procedure, the patient experienced nausea and vomiting, leading to a serious deterioration in health that required treatment. Zofran was administered, and the patient's hospitalization was prolonged (2 days). The patient is recovering. The site assessed the nausea and vomiting as having a probable relationship to the index procedure, with a possible relationship to the underlying condition / disease but unrelated to the study device the sponsor assessed the nausea and vomiting as having a causal relationship with the index procedure and not related to the study device or any underlying condition or disease. No additional clinical sequelae were provided and the patient will be monitored.

Manufacturer narrative:
B5; additional information received: the patient recovered approx. 11 days post index procedure. The site assessed the nausea and vomiting as having a probable relationship to the index procedure but not related to either the study device or to the patients underlying conditions/ disease. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information received: per the physician the nausea and vomiting is likely related to the anesthesia section d information references the main component of the system. Other relevant devices are: etlw1610c93e, s/n: (B)(6); etlw1613c93e, s/n (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to h6: additional imf code f08 not submitted on previous report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.